Manufacturer narrative:
Serial number of the device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant.

Event description:
It was reported that on an unknown date, the patient underwent a fibroid/polyp removal procedure. The physician then saw the patient for follow-up 2 weeks post procedure and saw some marks in her vaginal canal that looked unusual, suspected thermal injury. In follow up, the physician said "I'm not convinced they are burns. Maybe abrasions from vaginal manipulation with the speculum. They were 2cm brownish plaques on the anterior fornices of the vagina and on the external cervical." When asked about thermal injury inside the uterine cavity, the physician said "I do not believe there were any 'burns' to the endometrial cavity." The patient reported no discomfort but persistent vaginal discharge. No additional details available.